Manufacturer narrative:
The physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): please refer to the chinese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Warnings and precautions the mcs is intended for single use only. Do not resterilize and/or reuse the device. After use, dispose in accordance with hospital, administrative and/or local government policy. Do not use if the packaging is breached or damaged. If a coil must be retrieved from the vasculature after detachment, do not attempt to withdraw the coil with a retrieval device, such as a snare, into the delivery catheter. This could damage the coil and result in device separation. Remove the coil, microcatheter, and any retrieval device from the vasculature simultaneously. Detachment of the mcs coil 32. When the v grip® detachment controller is properly connected to the v trak® delivery pusher, a single audible tone will sound and the light will turn green to signal that it is ready to detach the coil. If the detachment button is not pushed within 30 seconds, the solid green light will slowly flash green. Both flashing green and solid green lights indicate that the device is ready to detach. If the green light does not appear, check to ensure that the connection has been made. If the connection is correct and no green light appears, replace the v grip® detachment controller. 34. Push the detachment button. When the button is pushed, an audible tone will sound and the light will flash green. 35. At the end of the detachment cycle, three audible tones will sound and the light will flash yellow three times. This indicates that the detachment cycle is complete. If the coil does not detach during the detachment cycle, leave the v grip® detachment controller attached to the v trak® delivery pusher and attempt another detachment cycle when the light turns green. 36. The light will turn red after the number of detachment cycles specified on the v grip® labeling. Do not use the v grip® detachment controller if the light is red. Discard the v grip® detachment controller and replace it with a new one when the light is red. 37. Verify detachment of the coil by first loosening the rhv valve, then pulling back slowly on the delivery system and verifying that there is no coil movement. If the implant did not detach, do not attempt to detach it more than two additional times. If it does not detach after the third attempt, remove the delivery system. H3 other text : device was implanted.

Event description:
It was reported that 7 days post stent assisted coil embolization procedure, "the patient underwent a CT review in the hospital, and found that half of the coil was in the aneurysm, and half was in the stretched state, free in the blood vessel." Preoperative information of patient: the right lateral oblique and 3d cerebral angiography revealed aneurysms in the right posterior communicating segment. The tumor height was about 7.5mm, the width was about 3.5mm, and the neck width was about 7.6mm. There are vesicles on the top of the tumor, the size was about 2mm*2mm. Surgical information: description of the procedure: the patient underwent stent-assisted embolization of the right posterior communicating aneurysm under general anesthesia. The 8f guide catheter was placed in the right internal carotid artery petrosal segment, and the middle catheter was inserted into the cavernous sinus segment. Under the diagram, the microcatheter, assisted by the micro-guide wire, reached the top of the aneurysm near the vesicle in the aneurysm cavity. 2mm/4cm was first filled into the top vesicle, and the coil was detached when the basket was satisfied, and then 1.5mm/3cm was further filled. After satisfactory release of the filling, the angiography showed that the top vesicle basically did not develop. Then the tip of the microcatheter was pulled back to the middle of the tumor, and the 4mm/12cm coil was filled into the basket, and the stent catheter was placed to the distal end of the right middle cerebral artery. The 4.0/23 stent was delivered through the stent catheter to cover the tumor neck with semi-release, and the 4mm/12cm coil was continued to be filled into the basket and detached. And cosmos 3mm/6cm was continued to be filled, after satisfactory filling, but the coil detached failed several times, and the coil was ready to be withdrawn. After the coil part was withdrawn, the remaining part could not be withdrawn in the aneurysm, so the pusher was withdrawn. It is found that there is no coil connection at the detach point of the pusher, and it was considered that the coil may be detached after drawing. Continue to fill 2mm/4cm coil, 1mm/2cm coil. The aneurysm was not visible by immediate angiography, the stent was developed well, and the carrier artery was unobstructed. The operation was successful and the anesthesia was satisfactory. At the time of reporting, the patient was in good condition. There was no follow-up treatment.